Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one partially retracted unit with the original packaging. Upon the initial inspection of the unit it was found that the needle has been completely retracted, however the tip shield has not separated from the winged adapter. It was also observed that a cut is present in the pink wings of the adapter. The two parts were separated, and it was found that the back end of the winged adapter was deformed preventing the parts to separate. The deformation observed caused the winged adapter and tip shield to catch when trying to remove the needle assembly from the device. Confirming the defect of needle disengagement failure as failure to decouple. Damage to the adapter may occur during manufacturing or use of the device. Based on engineer feedback, the observed damage is most likely to occur during manufacturing while inserting the septum. This occurs due to misalignment of the part/station or damaged grippers. Operators perform testing for retraction and inspections for damage. The damage may have also occurred during handling of the unit however this is unlikely as the damage on the unit was within the tip shield. The cut to the pink wings of the device may have occurred at the same station as the damage to the adapter or from handling of the device. A specific root cause for the cut of the pink wings cannot be determined with certainty. Overall, the reported issue was confirmed and determined to be manufacturing related. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle would not retract and a crack was found on the back of the wing. The following information was provided by the initial reporter, translated from japanese to english: "the customer reports that the needle was not retracted. A crack was found on the back surface of the wing and this might be associated with this issue."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva closed IV catheter system needle would not retract and a crack was found on the back of the wing. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reports that the needle was not retracted. A crack was found on the back surface of the wing and this might be associated with this issue."